Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had an infection and erosion. A revision was performed and the crt-p was explanted. No additional adverse patient effects were reported.